Manufacturer narrative:
The affected device was examined on-site by the dräger service which identified a faulty touch screen as root cause. Replacement of the touch screen solved the issue, and the device was confirmed to be operating as per manufacturer´s specification. The running ventilation is not affected by cockpit failure like touch screen issues. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental display and the user can see the on-going ventilation. Interaction with the device for e.g. Changing the ventilation parameters may be restricted. The user did not mention any impairment in regard to that. In this case there was no stop of the ventilation and no health consequences for the patient reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the touch screen was not responding during ventilation of a patient. No health consequences for the patient were reported.